Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator generated a constant alarm. Although requested, it is unknown if the patient was connected to the ventilator at the time of the reported event. The customer stated that the reported event was due to a user issue, was resolved by performing short self-testing (sst), and that the unit was placed back in use. Covidien was not authorized to evaluate/service the device.